Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a jaw cover tear of 0.100" in length. There were no signs of thermal damage present, and no material was found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the synchroseal wrist was cracked. No fragment fell inside the patient. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient impact due to the issue. Since the damage was found after the procedure, it did not affect the surgery. The same instrument was used until the procedure was completed.